Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician retracted the sheath back to the handle and the sealant was noticed to be at the skin level. The advancer tube was visible. The device was removed and the patient was converted to approximately 20 minutes of manual compression. The patient was ambulated and discharged to home with no reported clinical sequela on (B)(6) 2012.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The introducer sheath and the advancer tube were separated from the catheter. The sealant was not returned with the device. The advancer tube, tamp locks and proximal detent were inspected. No anomalies were observed. A number of component features were measured that may have contributed to the incident. All features were found within specification. Based on the provided information and the investigation performed, the reported sealant deployed at skin level could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1220603) indicated that the device lot met all established performance criteria prior to shipment.